Event description:
A 22mm diameter x 13mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the treatment of an abdominal aortic aneurysm on an unknown date. It is reported that the aneurysm had a short angulated neck. The iliac vessel morphology is unknown. It is reported that there were no deployment or removal difficulties. The patient was not a candidate for open repair, therefore, the physician attempted to deploy the bifurcated stent graft in a short angulated neck. It is reported that the stent graft was partially deployed, however, the stent graft slipped into the sac. The stent graft was recaptured in the 22 french sheath and removed from the patient without difficulty. It is reported that the abdominal aortic aneurysm remains untreated. The patient's status is unknown.